Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. This occurred during an unspecified process step of peritoneal dialysis therapy. The leak was identified ¿from tubing of the transfer set at the level of the catheter connection¿. The transfer set was replaced. The patient was given prophylactic antibiotics as precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a patient adapter was slipped back from the tubing/bushing due to the patient¿s sliding the tubing connection. Dimensional testing was not able to be performed. Functional testing including leak, clear passage, clamp function and integrity testing were performed with no issues noted. The reported condition was leak was not verified however, a separation between the patient adapter of the twist clamp and the tubing was noted. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.